Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Device is unavailable for return. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed. Manufacturing site: (B)(4). Manufacturing date: march 02, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a cervical fusion on a patient on (B)(6) 2016, after inserting the cage, the surgeon went to remove the applicator instrument and it wouldn't release. Once it finally released it was discovered the inserter tip appeared warped and would not function appropriately. The cage device remained implanted although it was noted to not be in the optimal position. A twenty (20) minutes delay was reported with no further harm to the patient. The procedure was completed successfully. Patient status is unknown. Concomitant parts reported: cage, part number unknown, lot number unknown, quantity 1. This is report 1 of 1 for (B)(4).